Event description:
The lunar orca is mini c-arm fluoroscopy system. The rad. Tech. Was moving the system when the mounting bolts that hold the c-arm in place broke allowing the whole c-arm assembly to fall. No patient was involved. There was no injury to hospital staff.